Event description:
It was reported the pt lost stimulation and was unable to charge her ipg. The pt reported she has been without stimulation for several months. The pt will undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.